Manufacturer narrative:
Pump serial numbers: (B)(4). Device not returned for evaluation.

Event description:
Quarterly summary complaint for alleged cartridge alarm 9: it was reported that a cartridge alarm 9 occurred during the load sequence or during basal/bolus delivery. The issue was resolved by clearing the alarm, loading a new cartridge and/or infusion set, or reverting to an alternate method of insulin delivery. There was no adverse effect.